Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and pump shut off. Customer's blood glucose was 305 mg/dl. Reportedly, customer charged pump battery to resolve issue. Although multiple attempts were made by tandem technical support, to confirm there were no further battery issues, customer did not reply.